Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 12-dec-2017, UDI#: (B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: 08-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported pre-op impedance test showed high impedance over 20k on contact 3 left lead, monopolar and all bipolar configuration. The patient is not using contact 3 in programming. The impedance stayed the same after implantable neurostimulator (ins) change. The patient was in for routine normal elective replacement indicator (eri) ins change. The neurosurgeon stated not to do anything else at this point as the patient is doing fine. It is unknown if there were any factors that may have led or contributed to the issue. They indicated that the issue was resolved. No patient symptoms were reported.